Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly calcified, de novo, 90% stenosed lesion in the mildly tortuous mid circumflex coronary artery. Pre-dilatation was performed with an unspecified 2.0x6 mm balloon. A distal edge dissection occurred after placement of the 2.5x23 mm xience prime stent. The dissection was treated with a new 2.5x12mm xience prime stent to complete the procedure. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.